Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a calcified lesion, the distal tip of the recanalization catheter was allegedly separated. Reportedly, another recanalization catheter was used and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual inspection: the sample was not returned; therefore, visual inspection could not be performed. Functional/performance evaluation: the sample was not returned; therefore, functional/performance evaluation could not be performed. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation was inconclusive, as the sample was not returned for evaluation. Per the IFU (instructions for use), after advancing the guidewire and crosser catheter to the lesion site, the guidewire needs to be withdrawn approximately 1cm within the catheter so that the tip of the crosser catheter is the leading edge. Per the reported event details, the user did not withdraw the guidewire into the distal tip of the crosser catheter prior to activating the crosser. Having the guidewire fully advanced through the distal tip of the crosser catheter during activation could contribute to the tip detachment. Therefore, user-related issues may have contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings and precautions: - prior to use, the packaging and product should be inspected for signs of damage. Never use damaged product or product from a damaged package. Set up: - back the rigid portion of the catheter out of the end of the hoop, then carefully unsnap the catheter from the hoop with a gentle twisting motion. Interventional use: - slowly advance the catheter tip through the lesion. Apply steady, constant pressure so the tip of the catheter is engaged to the lesion. - upon successful recanalization of the lesion, advance the guidewire distal to the lesion and then withdraw the crosser s6 catheter. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during treatment in a calcified lesion in the sfa, the distal tip of the recanalization catheter was allegedly separated. There was no reported difficulty in retracting the catheter through the introducer sheath. Reportedly, another recanalization catheter was used and the procedure was completed. There was no reported patient injury.